Event description:
It was reported that the customer experienced an issue with the t:slim x2 pump battery not charging. There was no adverse impact to the customer¿s blood glucose level. Technical support followed up with the customer to complete troubleshooting and planned to replace the charging supplies if necessary, although no further follow-up was required after attempts via phone and email.